Manufacturer narrative:
The reported complaint of touch panel irresponsive was duplicated on (B)(6) 2017 at the manufacturer's international service center. Review of the diagnostic event log also identified occurrence of 'ventilator restarted due to anomalies detected during operation'. The touch panel was replaced and cpu board were replaced and then the events resolved. Calibration was performed and then no abnormality was found. The cpu board was sent to the v60 vent manufacturing facility for evaluation. It was received on 04/03/2017. Evaluation is anticipated, but not yet begun.

Manufacturer narrative:
During further investigation, a visual inspection of the cpu board revealed no evidence of damage or contamination. The touch screen responded to touch command and the touchscreen calibration passed. After exhaustive testing the board showed no failures.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. It was also identified during review of the diagnostic event log occurrence of ventilator restarted due to anomalies detected during operation. Touch screen and cpu board replacement was recommended by service technician. Awaiting customer's estimate approval.

Event description:
The international customer reported the v60 display was irresponsive/touch panel did not respond while in use, so replaced the unit with second v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.